Event description:
It was reported that this right ventricular (rv) lead exhibited complete loss of capture and a high out of range pace impedance measurement greater than 3,000 ohms, when programmed bipolar at maximum output. Technical services (ts) discussed programming options. It was noted the lead captures fine and pace impedance is within normal range when in unipolar configuration, and the previous week, the device was reprogrammed to unipolar. The patient is zero percent paced in the rv. No adverse patient effects were reported. The lead remains in service.